Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-02357, (B)(4). It was reported that patient death occurred. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was located in the left main coronary artery (lmca) extending to the proximal left anterior descending artery (lad) with 90% stenosis and a length of 38mm with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 38mm study stent. Following post dilatation, the residual stenosis was 5%. Target lesion #2 was located in the lmca extending to the proximal lad with 90% stenosis and a length of 38mm with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with direct placement of a 3.50 x 38mm study stent. Following post dilatation, the residual stenosis was 5%. Five days post index procedure, the patient was discharged on aspirin and clopidogrel. On the same day, the patient died. The primary cause of death is unknown at this time.